Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after a pulse field ablation (pfa) procedure using a farawave pulsed field ablation catheter the patient was not able to urinate. A bladder scan was performed. A straight catheterization was performed and 300ml of urine was drained to resolve the issue. The device is not expected to be returned for analysis. (B)(6) avant guard clinical study, subject ID: (B)(6).

Manufacturer narrative:
The initial MDR for this event was sent in error. Additional information received indicated that the reported urinary retention experienced by the patient was not caused by the farawave pulsed field ablation catheter or the pulse field ablation (pfa) procedure but was due to worsening of a pre-existing medical condition.

Event description:
It was reported that after a pulse field ablation (pfa) procedure using a farawave pulsed field ablation catheter the patient was not able to urinate. A bladder scan was performed. A straight catheterization was performed and 300ml of urine was drained to resolve the issue. The device is not expected to be returned for analysis. (B)(6) avant guard clinical study, subject ID: (B)(6).